Event description:
It was reported that the device exhibited a 'cassette not connected properly' error message. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection discovered a missing tamper seal. Functional testing was able to duplicate the reported problem. It was determined that the downstream occlusion (dso) sensor was the root cause. The dso sensor is to be recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.